Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast reconstruction with 800cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The patient stated that she was experiencing unspecified symptoms after seeing them described on the news. She also described fatigue, body aches, and muscle aches. She consulted with a physician for her liver, and one for arthritis, results unknown. Her gallbladder was removed and thought to be the possible cause of her symptoms, however the root cause of the patient¿s symptoms was never uncovered. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-24175 for contralateral prosthesis report.